Manufacturer narrative:
Device evaluated by MFR. A visual inspection identified a longitudinal tear starting 5mm proximal of proximal markerband and extending 95mm distally. Multiple shaft kinks were also identified in the balloon area of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0x80,135cm mustang balloon catheter crossed the lesion. However, during the first inflation at 8 atmospheres, there was a contrast agent leaking and the balloon could not be inflated. The device was removed and it was noted that the balloon was ruptured. No segment of the balloon was detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0x80,135cm mustang¿ balloon catheter crossed the lesion. However, during the first inflation at 8 atmospheres, there was a contrast agent leaking and the balloon could not be inflated. The device was removed and it was noted that the balloon was ruptured. No segment of the balloon was detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.